Event description:
User alleges upon periodic replacement of the tube the dr could not connect a new tube to the swivel, which was not replaced. The dr tried to connect another tube, again it would not connect. The dr was able to connect a tube on the fourth try. No adverse effect to the pt.